Event description:
The pt was double skin tested on the forearms on left side in 1999 and on the right side in 1999. There was no reaction at the test sites. The pt rec'd a treatment of bovine collagen in 1999 in the vermillion border and lip vermillion. In 1999, the pt rec'd 3.0cc's of collagen. 2.0cc's were injected in the lips and perioral fine lines. The other 1.0cc was injected in the right shin about half way down pt's lower leg. (Pt had been involved in an auto accident many years ago and rec'd an injury that left an indentation 1.5 to 2cm in circumference on pt's right shin.) The pt called on or around 2 months after in 1999 to report the lip and 2 test sites were swollen. The site on pt's shin was asymptomatic. He prescribed a topical cortisone cream for pt's lips and test site. In march 2000 the pt had been skiing and the ski boot top had pressed on the right shin treatment site and it became irritated and inflamed by 03/15/2000. The physician did not see the pt until the 5th month in 2000. At this time pt presented with a doughy lesion, 2cm in circumference, at the shin treatment site that exhibited flaky plaque, a bluish bruise and punctate erythema, with a violatious border about 2cm in width. The physician diagnosed infection and prescribed dicloxacillin 5mg tid. In 2000, the wound appeared to be healing, looking less inflamed, and the antibiotics were discontinued. In 2000, the pt returned and the depressions on the shin was open and inflamed again with a purple plaque and the physician thought it might be panniculitis. Dr started pt on antibiotics, this time trying kelfex 500 mg four times per day. Dr also did a punch biopsy. Dr said the appearance of the biopsy material looked gritty and white, lika a calcium deposit. The pt was referred to a plastic surgeon. Dr told pt to "stay the course" and let the lesion heal before attempting any reconstruction. Towards the end of the 6th month in 2000, the pt was seen again and there was no change in the lesion. The pt was seen again approx 2 weeks later. The physician said the lesion is still "ugly", appearing as grayish white with punctate openings and dough-like in texture, but it is no longer painful.

Event description:
This supplemental report is being submitted because the pt's symptoms, while slowly improving, are still intermittently active two years after initial onset of symptoms. Per agreement between FDA and the collagen corporation, symptoms lasting 2 years are reported as permanent injuries.